Manufacturer narrative:
(B)(4). Date sent: 8/12/2016. Batch # n9107w. The device was received in good physical condition. The device was tested on the generator, this resulted in the ¿close jaws on tissue and reactivate¿ alert screen, and this is advising the generator cannot deliver energy. Then the "replace instrument" screen would be displayed after receiving the "close jaws on tissue and reactivate" message twice. Due to the condition of the device we are unable to investigate further the reposition jaws and reactivate alert screen. The device was disassembled to inspect internal components. It was found that an internal component was damage, affecting the functionality of the device. It is likely that this issue occur during our manufacturing process. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during a esophagogastrectomy procedure, the note on the device package stated: the device was not firing, it would not cut tissue. Another like device was used to complete the procedure. There were no adverse consequences for the patient.